Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: the distal end had foreign material. The following non-reportable malfunctions were found during the device evaluation: the switch box had discoloration, the suction cylinder has no color, the right left knob has discoloration, the forceps elevator has play due to wear of the knob wire, due to wear of the angle wire the play of the right left knob is out standards, the bending tube is deformed, the connecting tube has a scratch, the adhesive around the light guide lens has wear, the adhesive around the objective lens has discoloration, the forceps elevator arm has corrosion, the investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii duodenovideoscope needed annual inspection with no complaint alleged. There were no reports of patient harm. The device was returned for evaluation and during the evaluation the following reportable malfunction was found: the distal end had foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer answered the following: a. Any malfunction of reprocessing accessories. No. B. Delay of pre cleaning no. C. Delay of manual cleaning (if delayed, pre soaking is required) no. D. Wipe the surface during pre cleaning yes. E. Wiping / brushing the surface during manual cleaning yes. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to wear and tear with customer's mishandling. However, the definitive root cause was unable to be determined. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): detection methods are written in IFU: tjf-q190v operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.